Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The motor position encoder error alarm could not be verified due to motor anomaly. The device also had a cracked case at display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error after rewind. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not performed. The device was replaced and returned for analysis.